Manufacturer narrative:
The user facility submitted medwatch mw5108372 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion and under infused during therapy. It was stated, "secondary program failed, medication was not delivered though 'volume to be infused' counted down to zero in the time programed". No additional information is available.